Event description:
During case the resectoscope malfunctioned leaving the tip of the scope inside the bladder. The tip was retrieved intra-operatively. Post-operatively, the resectoscope was sent for repair. The patient suffered no ill effects related to this occurrence.